Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection following an implant procedure. The infection was not at the ipg pocket or lead incision sites as described by the patient. However, the patient was hospitalized and provided with IV antibiotics. There have been no further reports of complications.